Manufacturer narrative:
Batch review performed on 10 apr 2026 mpact 01.32.3644hct flat pe hc liner d 36/e (k103721) lot. 2435353: (B)(4) items manufactured and released on 24-feb-2025. Expiration date: 2030-feb-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Mectacer 01.29.209 mectacer head biolox delta dia.36 12/14-m (k112115) lot. 2503908: (B)(4) items manufactured and released on 07-mar-2025. Expiration date: 2030-feb-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection after about 11 months from primary surgery. The surgeon performed a washout and revised the head and the liner with a same size liner. The surgery was completed successfully.